Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of patient made mistake/touch contamination and peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following information was reported. On an unreported date, the patient made mistake and touch contamination occurred. On (B)(6) 2012, the patient experienced peritonitis and on the same day, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was patient made mistake/touch contamination. The patient has recovered. On contact, the nurse declined to provide any information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.